Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient was experiencing transmitter pairing issues. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of transmitter pairing issues was confirmed. The root cause was determined to be loss of connection.

Manufacturer narrative:
(B)(4)

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed and passed. A global transmitter functional test was performed and the transmitter passed. A pairing test with nordic bluetooth device was performed and the transmitter passed. A voltage test was performed and the transmitter passed. Data was provided for investigation. The reported pairing failure was not confirmed but confirmed connection loss for over 3 hours. The root cause could not be determined post investigation.